Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented for system explant due to infection. The physician did not believe the device was the source of the infection. No additional information was reported.